Event description:
Additional information received reported that the pump was delivering infumorph, also reported as an infusible morphine solution.

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per this report, the pump was delivering baclofen and the event was possibly related to the drug; the lowering of the concentration of the drug.

Event description:
It was reported that the patient¿s pain worsened; it was noted that it "may be" attributed to the lowering of the medication dosage and concentration and it was noted that it was "likely" due to reduction of medication. The device system was explanted. The device system was delivering infumorph. The outcome was reported as ¿resolved without sequela on (B)(6) 2013¿. The severity of the event was noted to be ¿moderate¿.